Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
An implant card was received indicating that during the initial implant surgery, high impedance was identified. It is unknown whether or not the high impedance was resolved. Attempts to obtain additional relevant information have been unsuccessful to date.